Manufacturer narrative:
The fractured screw has not been returned for review. The implant was returned and evaluated. Upon visual inspection, the damaged identified on the internal hex and threads of the implant are consistent with a fractured screw and subsequent customer attempt to remove the fractured component. A white residue remained on the external surface of the implant, indicative of patient contact. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would contribute to this event. A definitive root cause has not been determined.

Manufacturer narrative:
This device was not returned to the manufacturer. However, the implant returned on september 18, 2015.

Event description:
The dentist reported abutment screw fractured and could not be removed. The implant was removed.